Event description:
A malfunction on a pump was reported, but there were no notable events leading to it. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue happened again.